Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) unit. Technical service representative (tsr) explained that at some point, the hc detected that air had been pulled into the set up. The sample was discarded and the lot number was unknown. Product surveillance contacted home patient's nurse regarding a system error 2240 alarm. The nurse stated that the home patient has been doing fine and has been able to continue therapy ok. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that during a lap chole procedure, the clips stayed open after firing, only the tips closed. Another like device was used to complete the procedure. Surgery was prolonged thirty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.